Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the pacemaker indicated that the longevity was below 10 years and did not match the reference menu. Premature battery depletion was suspected. No intervention was performed. The patient was in stable condition.